Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional via company representative regarding a patient receiving fentanyl (2000 mcg/ml at 1326.4 mcg/day) and bupivacaine (5 mg/ml at 3.3161 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient was reporting that the pump was not giving good enough efficacy in her mind; she was getting 75% pain relief. She wanted the pump to be changed out and moved to the other side of her body due to not being happy with the placement on the current side. On (B)(6) 2018, the pump was replaced, and the new pump was moved. The hcp (healthcare professional) did not believe there was any issue with the pump. There were no stalls and a dye study was successful. It was noted that as a result of the case taking time, the patient lost some csf (cerebrospinal fluid), but once therapy was reinitiated, the patient felt therapeutic effect from the system. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). Is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient¿s medical history included anxiety, chronic pain, head injury, ha (headaches), stroke, migraines, and disc herniation. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.conclusion code (B)(4) and results code (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.